Event description:
It was reported from a patient that the involved angio-seal device was used for a procedure they had done and feels that they experienced what they consider a failure. Additional information was received on (B)(6) 2022: the patient had a clot in his right leg. The patient believes the angio-seal broke and caused internal bleeding. The procedure went well, and the patient was discharged from the hospital. When the patient sat up from a barstool, he felt a pop and noticed a hematoma forming. He instantly applied pressure. The hospital was called, and he was directed to return to the hospital immediately. Thirty minutes later the patient arrived at the hospital and his blood pressure was 50/33. The hospital gave the patient two (2) bags of blood and a bag of something else (patient couldn't remember what was given to him). The patient said he was almost dead when he arrived at the hospital. Two weeks after the first procedure, he had another procedure done. The doctor used a larger angio-seal device. The second procedure the patient had no issues.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.